Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer reported the battery charger exploded and burned vanity. Minor property damage was reported. There were no reports of injury.

Manufacturer narrative:
The customer reported: "charger battery exploded and burned vanity." One ptb handle was returned to ohc for failure analysis arriving in used condition. No charger, brush heads or accessories were returned with the device. Performed visual external inspection of the handle observing no issues or abnormalities. Performed functionality test confirming the device was returned in a charged state, charges normally when placed on a known good lab reference test charger, powers on and passes amp testing with no issues. No electrical current leakage, thermal event or burn damage was detected. Performed visual internal inspection of the handle observing no issues or abnormalities. No faults were found from the returned device. The cause of the customers complaint could not be corroborated by failure analysis. The device did not malfunction.